Event description:
It was reported that the patient experienced an itching sensation at the incision site (later referred to as the anchor site) used to insert the leads. The cause of the itching was unknown, but local anesthesia and a fluoroscopic guided injection were used to relieve the pruritus. The event did not require hospitalization and was a non-serious illness/injury. The pruritus resolved, but then the patient complained of pain at the anchor site. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, lead: model 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4). (B)(4).